Event description:
The following information was received from global pharmacovigilance (gpv) and is a report from a consumer with supplemental information from a nurse in (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy. On an unknown date, the patient stated he had an infection. The patient stated that he was recovering and is on hemodialysis. The nurse stated that the patient was diagnosed with peritonitis ("infection") and the cause was unknown. Patient was not hospitalized for this event. On an unknown date, the pd catheter malfunctioned and the catheter was removed. The patient was switched to hemodialysis. The nurse was not able to provide further details about the catheter malfunctioned. The nurse stated that the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h11h31070. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.